Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01765, 0001822565-2022-01766, 0001822565-2022-01767, 0001822565-2022-01769, 0001822565-2022-01770, 0001822565-2022-01772. Medical product femur cemented standard right size 7 item# 42504606202 lot# 64463019; femoral central cone size x-large item# 42545001014 lot# 64189653; stem extension straight splined uncemented 16 mm diameter +135 mm length item# 42560113516 lot# 64559222; articular surface fixed bearing (cck) right 14 mm height item# 42522800514 lot# 64277780; tibial central cone size medium item# 42545000512 lot# 64189644; stem extension straight splined uncemented 18 mm diameter +135 mm length item# 42560113518 lot# 64536729. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision on an unknown date for an unknown reason. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.